Event description:
The manufacturer received information alleging a ventilator failed testing. There was no harm or injury reported. During the evaluation of the device at a third party service center, the customer's complaint was confirmed. The device's system board was replaced to address the issue.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap,and mechanical ventilator devices. The manufacturer previously received information alleging a ventilator failed testing related to a ventilator's device. During the evaluation of the device at a third party service center, the customer's complaint was confirmed. The device's system board was replaced to address the issue. There was no harm or injury reported. The device has not yet returned to the manufacturer for evaluation. Customer is taking responsibility to correct/repair the device. The customer has been notified to contact philips if this does not address their device issue at which point a new service order will be created. No further information will be obtained as this concluded philips remote support to the customer for this event.

Manufacturer narrative:
In the previous follow-up report section h10 was incorrectly captured, it should have been reported as: the manufacturer received information alleging a ventilator failed testing. There was no harm or injury reported. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed.